Manufacturer narrative:
Sensor 3mh003kf3qr has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug is properly seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). Removed sensor plug and inspected sensor plug assembly and no issues were observed. A linearity test was performed, and the results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre 2 sensor. The customer reported receiving an unspecified low sensor scan and was unable to self-treat. The customer had contact with a healthcare professional, was diagnosed with hyperglycemia, and was treated with insulin (dose/type unknown) and intravenous saline. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre 2 sensor. The customer reported receiving an unspecified low sensor scan and was unable to self-treat. The customer had contact with a healthcare professional, was diagnosed with hyperglycemia, and treated with insulin (dose/type unknown) and intravenous saline. There was no report of death or permanent injury associated with this event.